Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility administrator (fa) from the user facility. The blood leak was internal, and it occurred within the first two minutes of hd treatment. The blood leak was confirmed to be visually observed within the header of the dialyzer. A blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for evaluation. The fibers were wet and there was blood present throughout the dialyzer. There was also coagulated blood within the header caps. The device was returned with corporate provided blood port and adapter caps attached. During the visual evaluation, a fiber fragment was noted. The dialyzer was not subjected to a laboratory leak test as a fiber fragment is known to affect the integrity of a dialyzer. The dialyzer was subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was noted on the cavity ID end at approximately 180°, with the dialysate ports situated at 0°. The fiber fragment measured approximately 5.58 mm in length. An opposing end was not identified. No other damage or irregularities were found. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed due to a potted fiber fragment. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility administrator (fa) from the user facility. The blood leak was internal, and it occurred within the first two minutes of hd treatment. The blood leak was confirmed to be visually observed within the header of the dialyzer. A blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for manufacturer evaluation.